Manufacturer narrative:
Additional product codes: kra, dqe, dqo. The reported event of "did not inflate" was confirmed. Balloon did not inflate due to leakage from a tear at distal bonding site. The tear size was approximately 0.5mm in length. The edges of tear did not appear matching at the rupture. All through lumens were patent without any leakage or occlusion. No other visible damage or abnormality was observed from catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes. A supplemental report will be forthcoming once the engineering evaluation is complete. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during balloon test, the balloon of a swan-ganz cco catheter did not inflate. There was no allegation of patient injury.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A device history record review was completed and documented that device met all specifications upon distribution. A corrective action and preventative action was intiated to investigate and address catheters wtih reported balloon inflation difficulties. It is currently in the control phase. As part of the manufacturing process, 100% of the units go through a quality visual inspection, balloon inspection, inflation/deflation test, and leak and flow test.